Event description:
It was found that the track belt had come off the track due being out of adjustment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.